Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient has been discharged from the hospital. Accordingly to the physicians, it is likely that transeptal access caused the tamponade.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion and tamponade occurred. The target location was the cavotricuspid isthmus. The patient had a difficult trans-sepatal access. The patient was therapeutically anti-coagulated. Mapping was performed with an intellamap orion¿ catheter. 15 minutes into mapping in the left atrial appendage, the patient's blood pressure dropped suddenly. A transoesophageal echocardiogram (toe) was performed that confirmed a large pericardial effusion with cardiac tamponade. Resuscitation was performed, the effusion drained and the patient stabilized. The patient was transferred to the ICU. No further patient complications were reported and the patient's status is stable.